Event description:
Intravenous line started in pt's left antecubital area - no problems noted with insertion. When catheter was removed, it was noted that the distal 2cm were missing. X-ray indicated that the catheter particle was located 15cm above the elbow. Attempts to remove particle were unsuccessful. Catheter port is now located in pt's lung.